Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint via web was received. An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Prior to application, the customer stated they had showered, thoroughly cleaned the intended application site, used alcohol wipes, and allowed the area to dry completely before applying the sensor. On the second day of wear, the customer noticed significant swelling at the application site. The affected area was described as being ¿almost double the size¿ of their normal arm and was associated with pain. Due to these symptoms, the customer sought medical attention. A healthcare professional evaluated the customer and diagnosed a wound infection at the sensor site. The customer was prescribed flucloxacillin for treatment of the infection and was advised to remove the sensor and discontinue use of the device. There was no report of death or permanent impairment associated with this event.